Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set had an "open vent" on the end with no cap (clearlink component was on the end instead of a male luer). The issue was noticed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H11: the actual device and a photograph of the sample were provided for evaluation. Visual inspection was performed on the photo sample and the returned sample which showed that the sample have the component y-site (clearlink) instead of the male adapter. The reported condition was verified. The cause of the issue was related to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.